Event description:
The user experienced intermittent sampling errors and provided one example of an alcohol result that repeated poorly. The initial result was 0 mg per dl, but repeated at 30 mg per dl. The user then repeated the sample on the cobas 6000 and recovered a result of 29 mg per dl. The result of 30 mg per dl was reported. The user refused follow up stating this is an intermittent issue and is not easily reproducible. The field service representative stated the user changed the sample probe which resolved the issue.